Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a vault suspension procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, there was a tiny piece of mesh exposed from the vagina post procedure. Reportedly, the exposed mesh was removed by the surgeon. The patient's current condition was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a vault suspension procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, there was a tiny piece of mesh exposed from the vagina post procedure. Reportedly, the exposed mesh was removed by the surgeon. The patient's current condition was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on march 26, 2018. It was the permanent suture from a previous repair that was exposed and removed by the surgeon. Reportedly, it was not the mesh of the current complaint device.